Event description:
There was fur or some type of fuzz in the sterile package. It was noticed prior to opening product. There was no patient contact. The patient was prepped for surgery. There was no patient injury, no revision/medical intervention, and no delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 07/22/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: a brown free fibrous particle was present in the blister at the level of the distal catheter. Inspection under magnification showed a size of around 2x4mm. The device history records review of ref 903335a, lot 0193707 did not reveal any anomaly. The batch was manufactured in february 2016 and included (B)(4) products. No similar complaint was received for a product from this batch. Upon review of integra¿s complaint system from january 2013 ¿ july 4, 2016, no similar complaint for an hv lumbar valve nor for any other valve packaged in double blister (integra dp valves, flow regulating valves). Around (B)(4) hv lumbar valves and over (B)(4) valves have been sold since january 2013. No trend is observed. The complaint is verified on the received product. Given the current manufacturing procedures and controls, and given the rare complaints received, this case is considered as an isolated manufacturing error. The operators will be retrained to the controls. No further investigation nor corrective action is deemed required.